Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported single leaflet device attachment (slda) was due to procedural circumstances due to challenging visualization which in turn was due to patient¿s challenging anatomy/operational context. It should be noted that per the mitraclip instructions for use which states ¿do not use mitraclip¿ outside of the labeled indication¿. Since the mitraclip was used to treat tricuspid regurgitation (tr), the reported issue is an outcome of use error. However, the off-label use did not likely contribute to the slda. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was an off label use of the mitraclip xtr on the tricuspid valve in a patient with a history of a mechanical mitral valve and tricuspid regurgitation (tr) grade 5, torrential. The mechanical valve caused severe acoustic shadowing which made it very challenging to visualize the tricuspid leaflets on the echocardiogram. After the mitraclip xtr was deployed, the septal leaflet came out of the clip resulting in a single leaflet device attachment. A second mitraclip was implanted to stabilize the first clip. The procedure was completed with tr grade 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.